Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized because of a high blood glucose level of 715 mg/dl and no delivery alarms. The customer's blood glucose level was treated with insulin drip. One of her infusion sets had a bent cannula. The product was not returned. Nothing further to report.